Event description:
Customer reported a possible check valve failure during a potassium chloride (kcl) infusion. Customer reported the nurse witnessed free flowing into the secondary IV set drip chamber during the infusion. Customer reported they do not know if the fluid was going up into the primary bag or to pt. Customer reported the kcl infusion order was kcl 20meg in 100ml bag to infuse as a secondary infusion over 2 hours. Customer reported the nurse started kcl secondary infusion at 0745. Customer reported the pump module read 28ml for the volume to be infused at 0745. The customer is sending in devices and tubing for investigation to determine if tubing, device, or programming is the cause of free flow. Customer reported no pt harm or medical intervention occurred. Customer states that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: october 24, 2012. Internal file no: (B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once the eval has been completed.